Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 11.0 diopter intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2018. It was later explanted on (B)(6) 2018 due to the patient experiencing visual disturbance, which did not significantly interfere with activities of daily life. There was no incision enlargement and the patient has recovered. The replacement lens was a zma00 10.5 diopter lens. No additional information was provided.

Manufacturer narrative:
Per follow-up, customer stated that she can't confirm if the lens was returned. She will look through her records and call back if she finds any information on the disposition of the lens. No additional information provided. The product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. The manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.